Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary - the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent removal surgery of the locking compression (lcp) hip plate due to a bone union. Initially, an lcp hip plate was implanted on an unknown date. On (B)(6) 2019, a refracture on the diaphysis of the femur at the position where a screw hole of the removed plate existed. The patient is still in the hospital. The surgeon's comment was that the event was not due to the device. Re-operation was successfully completed with an unknown lcp small plate 8-hole. The patient is bedridden. Concomitant device reported: locking compression (lcp) hip plate (part#02.108.310s, lot#unknown, quantity#1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D7: date of explant: (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
08/15/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent removal surgery of the locking compression (lcp) hip plate due to a bone union. However, on (B)(6) 2019, a refracture on the diaphysis of the femur at the position where a screw hole of the removed lcp plate existed. On (B)(6) 2019, a re-operation was successfully completed with an unknown lcp small plate 8-hole. The surgeon's comment was that the event was not due to the device. The patient is bedridden. Concomitant device reported: locking compression (lcp) hip plate (part#02.108.310s, lot#unknown, quantity#1) . This complaint involves (1) device.